Manufacturer narrative:
Concomitant medical devices: product ID: 978b128, lot#: va27uzr, implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 19-feb-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient an advanced evaluation trial device for gastrointestinal /pelvic floor therapy; trial began (B)(6) 2019. It was reported the patient stated last night that she felt she had pulled on the percutaneous extension set and dislodged the lead after resuming normal activities and had pain in leg and tailbone. Fluoroscopy established that the lead had in fact been moved out with only electrode 0 at anterior edge of sacrum. The lead was explanted, new lead implanted and stage 2 completed to resolve the issue. The patient's pain resolved once the lead was removed and replaced into a good position.